Event description:
It was reported that the bd extension set had kinked tubing. The following information was provided by the initial reporter: customer received faulty item - the line appears to have the line moulded wrong and there is a large kink in the line. Additional information received from the customer: please confirm the lot number(s)? 24079013. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? The fault was identified during priming using gravity, with normal saline. Please confirm what substance was being infused during the time of the event? Normal saline flush. Was there any patient harm? No. Was there an under infusion? No. Please confirm if the sample has been disinfected ¿ if so when and with what substance? Not required as only normal saline was in the line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: no 20350e-0006 sample was available for investigation. The customer reported that the affected sample was from lot: 24079013 and that "the line appears to have the line moulded wrong and there is a large kink in the line." As part of the investigation, the customer provided photographs of the affected sample; analysis confirmed the customer's experience as the tubing joint of the inline appeared cloudy and deformed. Additional information indicated that this was identified during priming of saline. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the kink was likely to be related to excess solvent coming into contact with the tubing during the assembly process; the solvent would result in the tubing becoming more malleable which could result in the observed kinks occurring following the coiling process. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot: 24079013 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, since the manufacture of the reported lot, the product has been transferred to an alternative manufacturing site; however the quality team will continue to monitor the incoming feedback and remain vigilant to reports of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20350e-0006 set in the past 12 months.